Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock as a result of t-wave oversensing. The s-ICD is programmed to the alternate vector and a comparison of sensing signals were performed. As it appeared that the results were different than what was obtained post-implant, the sensing vector was changed to primary as the t-waves appear lower and the signal was cleaner than in comparison to the alternate vector. No adverse pt effects were reported. Data was sent to boston scientific technical services (ts) to verify this change and to help provide any additional insight if necessary. No adverse pt effects were reported. The ts consultant confirmed that the shock was delivered as a result of t-wave oversensing. The shock impedance measurement was 124 ohms for the delivered shock. It was discussed that the change in vector appeared appropriate and a review of the morphology did reveal some notable changes (bundle branch block) since the last time the sensing vector was tested. The ts consultant discussed additional testing that could be performed to optimize the system. The s-ICD remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.